Event description:
It was reported that the patient was having some trouble. The patient constantly had to pad themselves because, their bladder was not emptying and it was not helping their bladder spasm in order to go the bathroom. The problems started, the week before 2014 (B)(6). The patient wanted to have their device adjusted and the health care provider¿s (hcp¿s) office directed them to call the manufacturer. The patient wanted to try increasing the stimulation. The patient programmer screen was unresponsive and blank when pressing the sync, power, and backlight buttons today. They would try new batteries. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va0etpu, implanted: 2014 (B)(6);product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).